Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cracked lens and plunger was riding under lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that lens was cracked. Additional information has been requested and received stating that plunger of company handpiece was riding under lens and lens was replaced with unknown lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).